Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuits have not been received for evaluation. Two lot numbers were provided but it was not made clear how many circuits were from either of these lots. One lot number was 130325, with a manufacture date of 25 may 2013, and the other was lot 130701, with a manufacture date of 1 july 2013. A lot check revealed no other complaints for either of the lot numbers provided. Without the complaint devices we are unable to confirm if there was any defect or what may have caused the reported problem. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. (B)(4). The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. (B)(4).

Event description:
A hospital in (B)(6) reported that via our distributor that five rt235 infant breathing circuits failed the ventilator leak test, before use on a patient.